Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: 1627487-2023-02418. It was reported that the patient's drg lead had migrated. As a result, the patient underwent surgical intervention. During the procedure, the ipg became inoperable even after setting it to surgery mode. Troubleshooting was unable to resolve the issue. As a result, the ipg and lead were explanted and replaced during the procedure.

Manufacturer narrative:
The report of ¿unable to communicate¿ with ipg was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to a stuck processor as a result of the unrelated lead revision surgery. As-received, the device was in surgery mode.